Event description:
It was reported that pump insulin gauge displayed an amount different than expected and showed a static fill estimate while insulin was being delivered. There was no reported impact to the customer¿s blood glucose level. Customer was informed that this could occur due to large differences in measured pressures used to estimate remaining insulin and that gauge would resume counting down once actual insulin amount matched the displayed value, customer acknowledged understanding, and technical support emailed cartridge fill and load instructional video.